Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade right IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b3; b5; b6; d6a; d6b; h6.

Event description:
Healthcare professional additionally reported "right breast fluid," large fluid collection. "Capsular contracture, baker grade IV, rupture with silicone gel bleed, and significantly calcified. Device has been explanted.